Event description:
It was reported that upon interrogation of the pulse generator displayed an error message -diagnostic data not valid-. The diagnostics was cleared, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.